Event description:
Customer reported that the fiber had split even before use. The date of the incident was not available.

Manufacturer narrative:
The location of the break point, evidence of charring, and lack of heat shrink elongation indicate that the break occurred while laser energy was being transmitted through the fiber. In addition, the location of the break point near the connection port of the laser is indicative of an external force, such as an accidental bump by personnel using the laser, coming in contact with the fiber causing it to band excessively while laser energy was being applied. It is likely that the fiber break was caused by the end user.